Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the ipg migrated and ipg site had become uncomfortable. It was noted that patient had recently lost 50 pounds. Surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was repositioned and relocated higher above the belt line on the right side of low back. Effective therapy was restored.